Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this system displayed no pacing therapy on the right ventricular(rv) channel. Fluoroscopy looked like the lead was in good position. A revision procedure was performed and the lead was repositioned which produced appropriate signals and sensing. No additional adverse patient effects were reported.